Manufacturer narrative:
A ge service rep performed an onsite investigation. The power and interconnect cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that during the middle of a procedure the workstation displayed communication failure and the mainframe would not produce x-rays. After several reboot attempts, the system then would not boot up at all. There is no report of patient injury associated with this event.